Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced three infusion set was fell off during use event on 25-apr-2024 and 26-apr-2024. The blood glucose level was 246 mg/dl at the time of event. The infusion set was in use for 5-6 hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR - device 1 of 3.